Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. Related report numbers capturing additional event related to this patient will be provided upon submission of supplemental reports. The device was not returned for evaluation, as the device was sent to the hospital's microbiology department. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from spain that a valve model 8300ab19 implanted in the aortic position was explanted after an implant duration of 4 years and 8 months due to pannus overgrowth, calcification and a leaflet tear in the non-coronary cusp, leading to elevated gradients. Reportedly, the pannus overgrowth attached the stent posts to the aortic wall. Additionally, the valve leaflets were calcified; however, no calcification was observed in the area of the tear on the non-coronary leaflet, which was reportedly softened. Fibro-calcified tissue was also reported to have fused the left and right leaflets. Endocarditis was ruled out based on negative blood cultures, the absence of infection-related symptoms, and negative microbiological testing of the explanted valve. A 23mm non-edwards valve was implanted in replacement. As reported, no exposed suture ends were observed on the explanted valve. The three anchor points were endothelialized, and reportedly no structures that could have interfered with or contacted the valve leaflets were identified. The surgeon hypostasized that the leaflet could have been torn during explant procedure, however we was not able to confirm at which procedural step. The patient was noted as to be in stable condition.